Manufacturer narrative:
The insulin pump was received with operating currents within specifications. There was no unexpected low battery or bad battery alarms. The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. All boluses that were programmed and delivered during testing were properly recorded in the bolus history. All boluses were programmed in the daily total history screen. There was no bolus history anomaly and several displayable history crc check failure alarms due to a corrupted history file. The insulin pump was received with cracked case at the display window corners and scratches on the lcd window. The insulin pump was downloaded to care link properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose was 411 mg/dl. Customer experienced excessive thirst and treated their high blood glucose levels via insulin pump. Customer advised the infusion set was attached to their body, they pressed the act button and the device began to rewind. Customer's mother advised the insulin pump did not record all bolus deliveries. Customer's alarm history showed bad battery alarm, low reservoir alarm and low battery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.